Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained of dyspnea on exertion from heart failure. He was found to have volume overload and given IV lasix. The patient also had a melenic stool and averaged 6-7 dark, tarry stools per day. Vitamin k5 given. The patient denied syncope, vad alarms, or ICD firing. The patient complained of episode epistaxis that self-resolved. Gi was consulted by ed who recommended IV proton pump inhibitor twice a day, nothing by mouth at midnight. Inr was measured at 2. On (B)(6) 2020 single balloon enteroscopy showed arteriovenous malformation but no active bleeding. One duodenal and one jejunal arteriovenous malformation were treated with apc. Bleeding resolved on (B)(6) 2020 and patient was stable with no dark stools. The patient continued to improve and was discharged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) , could not be conclusively determined through this evaluation. The account communicated that the patient suffered from heart failure on (B)(6)2020 . The patient reportedly complained of dyspnea on exertion and was found to be volume overloaded. The patient was treated with diuretics with success. The heart failure was reportedly not device-related. The patient also reportedly suffered from a major bleeding event on (B)(6) 2020. The patient was reportedly having 6-7 melenic stools per day and was given vit k. The patient also had an episode of epistaxis a few days prior which self-resolved. A sbe showed an avms but no active bleeding. One duodenal and one jejunal avm were treated with apc. No blood products were given and no new dark stools were observed. Home blood pressure medication was restarted, and the patient continued to improve. The patient was discharged on(B)(6)2020 and the event was determined to be resolved. The patient remains ongoing on heartmate 3 lvas, serial number(B)(6) . No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.